Manufacturer narrative:
Device evaluation confirmed reported issue and determined a failed vacuum sleeve was the cause.

Event description:
While pretesting 3 probes, complete shaft frosting was noticed. The probes were removed from the field and replaced. After the 3rd frosting, the doctor decided to use a (B)(4). Complaint 1 of 3.